Manufacturer narrative:
Integra has completed their internal investigation on 31 oct 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: complaint not confirmed - no issues observed. The returned unit has passed all specific functional testing requirements, upon disassembly, repair noted the index knob is cracked and the lock will need new components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads;, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. The device in question was manufactured on december 31, 2003 with no prior service history. No manufacturing or design related trend has been identified. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. However general maintenance is required as this device was manufactured in 2003 with no prior service history.

Event description:
Surgeon said he heard a click and the pin popped out of the torque knob which caused slippage and resulted in tearing each side of the patient's temporal skin. The surgeon caught the patient's head after it came out of skull clamp. Additional information has been requested.